Manufacturer narrative:
The complaint that the safety mechanism failed to activate could not be confirmed from the photograph that was provided for investigation. The photo showed one 22g insyte autoguard top web label. No physical sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Although the photograph and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle did not retract. The safety mechanism has failed to activate after IV insertion, requiring staff to manually pull the needle out. Additional information was provided on 3 march 2026: no adverse patient outcomes reported. All needles were removed safely and without injury.